Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer blood glucose level was 510 mg/dl, 558 mg/dl, 383 mg//dl, 60 mg/dl, 30 mg/dl, 50 mg/dl, 33 mg/dl,202 mg/dl. The troubleshooting was offered for the high and low blood glucose. The customer was treated with insulin pump and the glucose for high and low blood glucose level. The device will not be returned for analysis.